Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an event on (B)(6) 2025 to report leakage with their infusion set. The patient's blood glucose (bg) levels were not affected. No additional assistance or medical intervention were needed.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008881 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to (B)(4) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 according to (B)(4) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR review: the lot 6008881 was manufactured according to the work instruction (wi) version 98, packaged m14, on 16/sep/2024, with a total of (B)(4) units. Gluing tube the lot 4h05787 was glued according to the wi version 65, manufactured in the line sc05, sc06 on 31/aug/2024 with a total of (B)(4) units. The lot 4j03033 was glued according to the wi version 65, manufactured in the line sc05, sc06 on 16/sep/2024 with a total of (B)(4) units. The lot 4j03034 was glued according to the wi version 65, manufactured in the line sc05, sc06 on 17/sep/2024 with a total of (B)(4) units. Welding: the lot 4j02645 was welding according to the wi version 34, manufactured in the line # ls06, ls07, on 14/sep/2024 with a total of (B)(4) units. The lot 4j03024 was welding according to the wi version 34, manufactured in the line # ls06, ls07, on 16/sep/2024 with a total of (B)(4) units. The lot 4j03026 was welding according to the wi version 34, manufactured in the line # ls24, ls25, on 17/sep/2024 with a total of (B)(4) units. The lot 4j03025 was welding according to the wi version 34, manufactured in the line # ls24, ls25, on 16/sep/2024 with a total of (B)(4) units. Gluing connector: the lot 4j02642 was glued according to the wi version 37, manufactured in the line # l-3 on 13/sep/2024 with a total of (B)(4) units. The lot 4j02376 was glued according to the wi version 37, manufactured in the line # l-3 on 19/sep/2024 with a total of (B)(4) units. The lot 4j03018 was glued according to the wi version 37, manufactured in the line # l-3 on 15/sep/2024 with a total of (B)(4) units. The lot 4j03150 was glued according to the wi version 37, manufactured in the line # l-3 on 16/sep/2024 with a total of (B)(4) units. The lot 4j03015 was glued according to the wi version 37, manufactured in the line # l-3 on 15/sep/2024 with a total of (B)(4) units. The lot 4j03019 was glued according to the wi version 37, manufactured in the line # l-3 on 17/sep/2024 with a total of (B)(4) units. The lot 4j03151 was glued according to the wi version 37, manufactured in the line # l-3 on 17/sep/2024 with a total of (B)(4) units. The lot 4j03152 was glued according to the wi version 37, manufactured in the line # l-3 on 17/sep/2024 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6008881 and no other complaints have been registered in database for the same lot 6008881 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.